Manufacturer narrative:
B7: added medical history. D1: added brand name h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6)10: memorial hospital at gulfport. Arthur sproles, md. Operative report. Preoperative diagnosis: abdominal incisional hernia. Postoperative diagnosis: abdominal incisional hernia repair with gore-tex soft tissue patch. Anesthesia: general. Procedure in detail: ¿under satisfactory general anesthesia, the skin of the abdomen was prepped and draped in the usual sterile fashion. A midline incision was made from the xiphoid to the umbilius [sic], and dissection was carried down through the fascia. The patient was seen to have an incisional hernia extending from the xiphoid to the umbilicus. The area beneath the umbilicus was intact. The hernia margins were identified. A piece of ¿dual¿ mesh was trimmed to the appropriate size, and was sutured over the defect using continuous 0-prolene. The subcutaneous tissue was then closed with 3-0 plain. Proximate was used for skin closure. A sterile dressing was applied and the procedure was terminated without complication. Blood loss was nominal. Lap, sponge and needle count was correct. Patient was sent to the recovery room in stable, satisfactory condition. ¿ (B)(6)10: memorial hospital at gulfport. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04719998. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04719998) was implanted during the procedure. (B)(6)10: memorial hospital at gulfport. Arthur sproles, md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure performed: repair of recurrent incisional hernia with gore-tex soft tissue patch. Procedure in detail: ¿under satisfactory general anesthesia, the skin of the abdomen was prepped and draped in the usual fashion. The upper portion of the midline scar was incised and carried down to the site of the previous hernia repair. The previous dualmesh patch had torn loose from the left side of the fascia. The hernia sac was not entered, but fascial margins were developed and a gore-tex soft tissue patch was laid over the defect and sutured laterally to the fascia and medially to the dualmesh. The wound was irrigated and soft tissue was closed with 3-0 plain and proximate used for skin closure. A sterile dressing was applied and the procedure was terminated without complication. ¿ product identification records for the alleged ¿gore-tex soft tissue patch¿ were not provided. (B)(6)14: ochsner health center. David beck, md. Operative report. Assistant: nicolas zea, md (resident). Preoperative diagnosis: chronic obstructive pulmonary disease; crohn¿s, diabetes, sleep apnea obstructive and antral fistula. Postoperative diagnosis: chronic obstructive pulmonary disease; crohn¿s, diabetes, sleep apnea obstructive and antral fistula. Procedures: small bowel resection. Colonoscopy. Lysis of adhesions. Ileocolonic resection with function side-to-side and end-to-end anastomosis, lysis of adhesions for approximately an hour. Anesthesia: general. Exparel 266 mg marcain 75 mg, saline 20 ml. Key findings: incisional hernia with mesh and fistula from the ileocecal anastomosis. Estimated blood loss: 150 ml. Specimen: ileocolonic anastomoses, fistula tract and mesh. Implants: none. Procedure in detail: ¿the patient was consented. She verbalized agreement about the procedure to be performed. She was then brought to the operative theater, placed in supine position. General endotracheal anesthesia was provided by the anesthesia team and the procedure was begun with a colonoscopy. Colonoscope was introduced from the anus all the way to the ileocolonic anastomosis. There were no significant findings or evidence of active crohn disease. There were no other significant fistulous tracts visualized. At this time, we prepped and draped the abdomen in the standard fashion and we proceeded to perform a midline laparotomy incision with a scalpel and electrocautery was then utilized to undergo through subcutaneous tissues. We were able to gain access to the peritoneum under direct visualization. We extended this superiorly and we visualized piece of old mesh that seemed to be infected in nature. Secondary to this, we removed the entire mesh out and passed it off as specimen. We then focused our attention to the abdomen itself. There was significant amount of dense adhesions for which we performed a thorough and extensive lysis of adhesions, approximately an hour at length. After doing this, we were able to visualize the fistulous tract that went from the ileocolonic anastomosis to the anterior abdominal wall. This was carefully dissected along the fistula tract and we got to the area where it connected to the bowel itself. We performed a segmental resection of the ileocolonic anastomosis itself with a gia staple. We then proceeded to perform our new anastomosis in a stapled side-to-side functional end-to-end anastomosis in the standard manner. The staple line was then oversewed with a running suture and then protected with lambert suture as well. At this time, the fistula tract was then carried down all the way from the anterior abdominal wall to the peritoneal cavity itself. This was completely resected and then passed off as specimen as well. We then proceeded to perform a thorough washout of the abdomen and then one last time inspected our anastomosis, which looked patent, nice, healthy and without any signs of bleeding at all. Secondary to this, we proceeded with primary closure of the abdomen in the standard manner. All instrument counts, lap counts were accurate at the end of the procedure. Dr. Beck was present throughout the entire procedure.¿ (B)(6)14: [missing records: a pathology report detailing analysis of the device removed during the (B)(6)14 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore-tex® soft tissue patch use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2010 and (B)(6) 2010 whereby a gore® dualmesh® biomaterial and an "alleged gore device" were implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device and the "alleged gore device" was explanted. It was reported the patient alleges the following injuries: mesh torn loose from left side of fascia requiring revision surgery on (B)(6) 2010; mesh removal on (B)(6) 2014. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.